Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he only tested a few times since june 2022. It was also determined that the user was using a cartridge of strips that was open since he first purchased his meter in (B)(6)2022, and was therefore, expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". As the customer informed dario's representative that he had already purchased new strips cartridges, dario's representative made multiple attempts to follow up with the user in order to test his bg readings with the new cartridge of strips, however, no response has been received to date. The high bg readings may have been due to the misuse of the strips. There is not enough information regarding available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 28th, the user contacted dario to report high blood glucose (bg) readings. The user reported readings in the 500 mg/dl range. Due to these high readings, the user went to his doctor where his bg level was measured with the doctor's meter, which the user reported was in normal range for him.